Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab tech installed the 3 ohm driver assembly into a test unit and was not able to get the driver to start oscillating. The carefusion failure analysis lab tech disassembled the 3 ohm driver assembly and found the pole piece was out of alignment. Then utilizing the driver assembly procedure pn: (B)(4) the carefusion failure analysis lab tech found that the coil assembly would not pass step 24 which indicates that the coil assembly was out of alignment also. Carefusion has determined that this misalignment of both the pole piece and the coil assembly were potentially the result of an assembly error. A review of the carefusion complaint system and mfg non conformance report system resulted in zero like failures (same failure mode and root cause), thus carefusion considers this to be an isolated incident. The foreign distributor also reported that the foreign user facility had replaced the alarm board and alarm speaker as a precaution to address the report of the device not alarming when the driver stopped. The foreign user facility discarded the alarm board and alarm speaker thus they were not returned to carefusion for eval. Thus carefusion was unable to determine if these parts caused or contributed to the report of the device not alarming when the driver stopped.

Event description:
The following descriptions of the event were documented by the foreign distributor's rep and sent to carefusion tech support via e-mail on (B)(6) 2011. "Hi [name removed], you have no idea how much it pains me to do this as I have really been trying to deal with these complaints on our own but I am the third one in and of course it falls on me to try to do the right thing for the customer. [Facility name removed] purchased a 3100b driver (B)(4) and installed it in their 3100b s.n. (B)(4). When they installed the driver in (B)(6) 2011, it had 11828 hours on it and it failed at 11869 hours for a total of 41 working hours. The biomed says that the resistance on the defective driver is 2.6 ohms, mimus 1.6 ohm for the lead of the dvm for a total of 1 ohm. We gave them a 25% discount on the replacement driver due to their unhappiness but they are now requesting an investigation on the driver that only lasted 41 hours. I know the rules are 90 day warranty, but am not sure what to do when the customer requests an investigation like this. I purchased a replacement for them at full cost and we bit the bullet on it for customer satisfaction. The defective driver is being returned to cf on my rga shipment with rga number (B)(4) and the serial number on the crate is that of the replacement we sent them which is (B)(4). Is it possible to add a note to the rga requesting a report of what is found with this driver. I am really trying to abide by the rules but still get stumped every now and then. Thank you [name removed:]" "the complaint was voiced on (B)(6)." The driver stopped while on a pt. "In the biomed shop he could get the unit to oscillate but it would 'erratically' or inconsistently. The resistance on the driver was 2.6 ohms (minus approx 1.6 ohms for the leads of the dvm). He replaced the driver and the problem has gone away." The following add'l info concerning the event was documented by a carefusion technical support specialist in response to an e-mail received from the foreign distributor's rep (B)(6) 2012. [Name removed] emailed to report that the driver was picked up yesterday and should arrive in (B)(4). She wanted to remind me that they have to get a report back to their customer regarding this driver. She reports that the initial complaint was a loud grinding noise and then the driver stopped while on a pt. They also told her that they "heard no alarms." When the biomed evaluated the ventilator, she found the ohm-age of the driver was too low.